Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage, though this could not be confirmed. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated a revision procedure was performed. During the procedure, insulation damage on the rv lead was visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.